Manufacturer narrative:
Continuation of d10: product ID a810 lot# type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and company representative regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. A company representative reported that the clinic was using the tablet and they could not update the pump. The company representative asked technical services (ts) to call the clinic directly and an outbound call was made. It was further reported that they had performed a refill only and no other changes were made. It was noted that the changes were able to be seen and they were able to select update. They however received a pop up and they checked the box to acknowledge the changes to made, but once they tapped confirm, it sent them back to the finish screen. The programming session occurred on 2018-jul-05. They were walked through the steps to update the pump at the time of the call. It was confirmed that there were no alerts pending. They were asked to push to the right of the confirm button to ensure they was not accidently selecting the cancel button. They were then receiving a system error; the code displayed was (B)(4). They then restarted the app and re-interrogated the pump and had inputted the information again. It was mentioned the tablet screen had issues with responsiveness and they had difficulty inputting info such as patient date of birth. The programming however could be completed. It was confirmed they were able to get the information re-entered and when they selected confirm, this time they were then able to update the pump successfully. It was noted that troubleshooting resolved the reported issue. Technical services emailed the company representative about the screen responsiveness as ts could not explain why the app did not begin the communication once the company representative pushed the confirm button. It was questioned if there could be something off with the tablet screen regarding the reported screen not being very responsive. It was questioned if there was something going on with the tablet. It was indicated there was no time to dive more in depth into the troubleshooting as they needed to get the report printed and move on o the next appointment. On 2018-jul-05 a company representative further reported that they had two tablets so the company representative would tell the hcp to use the otherone. In the mean time the company representative planned to go over there and check it out. Comparing the tablet in question with the company representative¿s tablet or the hcp¿s secondary tablet and possibly replacing the tablet if they believed the screen was possibly having issues with responsiveness or seemed off somehow was being considered. No patient symptoms were reported. A company representative later reported that a connection interrupted service/error code 338 was encountered when testing connectivity with the tablet and a demo pump. The date of event was 2018-jul-06. It was noted that they were able to re-establish connection but required re-interrogation. The issue was indicated as having been resolved. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated as having been unknown. The company representative did not have time to troubleshoot over the phone and requested a re-schedule. Steps they would take to start troubleshooting were provided to the company representative and included the following: re-install communication manager, re-install pump app, rule out communicator as the root cause, test functionality, reset all settings, and repair for replacement tablet potentially. The company representative later responded and indicated they had reinstalled the pump app and communication manager and that had seemed to have fixed the issues. An attempt was made to reach out to clarify the process that the company representative went about ¿reinstalling¿ the applications as it was being considered that it shouldn¿t have been possible without admin intervention. The company representative later clarified that they had just went into the catalog and tapped the install again for the pump app and it re-downloaded. Regarding replicating the steps the company representative took, it was being considered that the app was not actually re-installed but that they instead re-requested the application. The issue seemed to have resolved but was they were unable to do rca as it was self-rectified. It was further indicated as having been unknown if the issue was resolved at the time of the report. No further patient complications have been reported as a result of this event. Additional information was received via a company representative. It was noted that the company representative had not been given the name of the patient despite attempts to obtain that information. The company representative was told by the manufacturer personnel that the issue occurred because the user attempted to play the pump alarms for the patient but repeatedly hit the command which caused it to freeze up. Regarding the inability to update the pump, system error having occurred /code displayed: 0x029e63b4b, and connection interrupted service/error code 338 had resolved, it was noted the problem had not occurred since the incident.